Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device expulsion ("migration of the essure device: uterus") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's concurrent conditions included low back pain, nausea, diarrhea, stomach pain and bloating. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced migraine ("migraines / migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloated"), poor quality sleep ("can not sleep comfortable"), constipation ("I didn't have a bm") and flatulence ("I'm still felling very gassy"). The patient was treated with docusate sodium (stool softener), sennoside a+b (laxative), surgery (hysterectomy (partial) and salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device expulsion, intra-abdominal haemorrhage, fatigue, vaginal discharge, headache, abdominal distension, poor quality sleep, constipation and flatulence outcome was unknown and the migraine, dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal distension, constipation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, flatulence, headache, intra-abdominal haemorrhage, migraine, perforation, poor quality sleep and vaginal discharge to be related to essure. The reporter commented: removal date also reported as (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: ovaries are healthy. On (B)(6) 2011: hysterosalpingogram confirmed placement of both essure coils and full occlusion of both tubes. On (B)(6) 2017: supracervical hysterectomy (uterus only) is performed diagnosis shows left fallopian tube and right fallopian tube salpingectomy. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dyspareunia, headaches,device monitoring procedure not performed . Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension, constipation, flatulence, poor quality sleep. Most recent follow-up information incorporated above includes: on 7-nov-2018: pfs received : lab data added. Following events bloated, can not sleep comfortable, I didn't have a bm, I'm still felling very gassy were added. (B)(6) name added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device expulsion ("migration of the essure device: uterus") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's concurrent conditions included low back pain, nausea, diarrhea, stomach pain and bloating. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, 6 years after insertion of essure, the patient experienced migraine ("migraines / migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (partial) and salphingectomy (bilateral removal of fallopian tubes) and surgery (hysterectomy (partial) and salphingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device expulsion, intra-abdominal haemorrhage, fatigue, vaginal discharge and headache outcome was unknown and the migraine, dyspareunia and dysmenorrhoea had resolved. The reporter considered device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, intra-abdominal haemorrhage, migraine, perforation and vaginal discharge to be related to essure. The reporter commented: removal date also reported as (B)(6) 2016 . Diagnostic results: (B)(6) 2011: hysterosalpingogram confirmed placement of both essure coils and full occlusion of both tubes. On (B)(6) 2017: supracervical hysterectomy (uterus only) is performed diagnosis shows left fallopian tube and right fallopian tube salpingectomy . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dyspareunia, headaches,device monitoring procedure not performed . Most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff fact sheet and medical records received. New reporters added and case updated to medically confirm. Patient¿s demographics and concomitant disease added. Essure start date and indication updated and stop date added. New events headaches, dysmenorrhea (cramping), essure confirmation test not performed were added. Event migration of the essure device updated to migration of the essure device: uterus incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of the essure device'), device expulsion ('migration of the essure device: uterus') and intra-abdominal haemorrhage ('severe abdominal bleeding') in a 32-year-old female patient who had essure (batch no. 50512927/12459428) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's concurrent conditions included low back pain, nausea, diarrhea, stomach pain and bloating. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 6 years after insertion of essure. In (B)(6) 2011, the patient experienced migraine ("migraines / migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloated"), poor quality sleep ("can not sleep comfortable"), constipation ("I didn't have a bm") and flatulence ("I'm still felling very gasy"). The patient was treated with docusate sodium (stool softener), drugs for constipation and surgery (hysterectomy (partial) and salphingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device expulsion, intra-abdominal haemorrhage, fatigue, vaginal discharge, headache, abdominal distension, poor quality sleep, constipation and flatulence outcome was unknown and the migraine, dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal distension, constipation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, flatulence, headache, intra-abdominal haemorrhage, migraine, perforation, poor quality sleep and vaginal discharge to be related to essure. The reporter commented: removal date also reported as (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: ovaries are healthy. Diagnostic results: (B)(6) 2011: hysterosalpingogram confirmed placement of both essure coils and full occlusion of both tubes. On (B)(6) 2017: supracervical hysterectomy (uterus only) is performed diagnosis shows left fallopian tube and right fallopian tube salpingectomy. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dyspareunia, headaches,device monitoring procedure not performed . Lot number: 12459428 manufacture date: 2010-09 expiration date: 2013-06. Lot number: 50512927 manufacture date: 2010-05 expiration. Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension, constipation, flatulence, poor quality sleep. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of the essure device'), device expulsion ('migration of the essure device: uterus') and intra-abdominal haemorrhage ('severe abdominal bleeding') in a 32-year-old female patient who had essure (batch no. 50512927/12459428) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's concurrent conditions included low back pain, nausea, diarrhea, stomach pain and bloating. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 6 years after insertion of essure. In (B)(6) 2011, the patient experienced migraine ("migraines / migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain lower and abdominal pain. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloated"), poor quality sleep ("can not sleep comfortable"), constipation ("I didn't have a bm") and flatulence ("I'm still felling very gasy"). The patient was treated with docusate sodium (stool softener), drugs for constipation and surgery (hysterectomy (partial) and salphingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device expulsion, intra-abdominal haemorrhage, fatigue, vaginal discharge, headache, abdominal distension, poor quality sleep, constipation and flatulence outcome was unknown and the migraine, dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal distension, constipation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, flatulence, headache, intra-abdominal haemorrhage, migraine, perforation, poor quality sleep and vaginal discharge to be related to essure. The reporter commented: removal date also reported as (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: ovaries are healthy. Diagnostic results: (B)(6) 2011: hysterosalpingogram confirmed placement of both essure coils and full occlusion of both tubes. On (B)(6) 2017: supracervical hysterectomy (uterus only) is performed diagnosis shows left fallopian tube and right fallopian tube salpingectomy. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dyspareunia, headaches,device monitoring procedure not performed . Concerning the injuries reported in this case, the following one/ones were reported via social media: abdominal distension, constipation, flatulence, poor quality sleep. Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received- lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device dislocation ("migration of the essure device") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and abdominal pain, intra-abdominal haemorrhage (seriousness criterion medically significant), migraine ("migraines"), fatigue ("fatigue"), dyspareunia ("dyspareunia") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (on (B)(6) 2016 and (B)(6) 2017, underwent two pelvic surgeries to try and alleviate the symptoms.) And surgery (on (B)(6) 2016 and (B)(6) 2017, underwent two pelvic surgeries to try and alleviate the symptoms.). At the time of the report, the perforation, device dislocation, intra-abdominal haemorrhage, migraine, fatigue, dyspareunia and vaginal discharge outcome was unknown. The reporter considered device dislocation, dyspareunia, fatigue, intra-abdominal haemorrhage, migraine, perforation and vaginal discharge to be related to essure. Diagnostic results: (B)(6) 2011: hysterosalpingogram confirmed placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.